Manufacturer narrative:
PMA/510(k) #- k171999. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, when flushing the during preparation for an unspecified procedure, the tip of a performer introducer dilator separated. The device did not make patient contact. Another device of the same device was used to complete the procedure. No adverse effects to the patient have been reported as a result of this occurrence.

Manufacturer narrative:
Event summary: as reported, when flushing the during preparation for an unspecified procedure, the tip of a performer introducer dilator separated. The device did not make patient contact. Another device of the same device was used to complete the procedure. No adverse effects to the patient have been reported as a result of this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. The customer returned one device for investigation in a prior to use condition. The tip of dilator was confirmed to be damaged and missing the tip. A document-based investigation evaluation was performed. One relevant non-conformances was recorded on a sub-assembly lot; the affected devices were scrapped, and there are 100% inspections to capture this non-conformance. There have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "upon removal for the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded a component failure contributed to this failure mode. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.